Event description:
The consumer reported that from the time she had the implant to the time she stopped charging she had a buzz in the front of her body but not the back. The patient met with manufacturer representatives but the issue was not resolved. The patient reported that the implant had migrated with half being on one side of her spine and half on the other side. The patient stated if she leaned back in the car her arm went numb. The patient had seen a urologist who stated the patient's episodes of incontinence were related to the implant migration. The patient was getting information about possibly getting the implant removed. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.